Manufacturer narrative:
Investigations have determined the root cause to be related to pre-analytic sample handling since the probe was found to be contaminated with gel.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were getting frequent sample short alarms on the cobas 6000 c (501) module - c501. The alarms would occur even if there was plenty of sample in a sample tube. At the same time the issue was occurring, an erroneous result was reported outside of the laboratory for one patient sample tested for ca2 calcium gen.2 (ca). The sample initially resulted as 0.8 mg/dl and this value was reported outside of the laboratory. The doctor ordered a metabolic panel on the patient based on the initial value. The sample was repeated on a different analyzer, resulting as 9.7 mg/dl. The repeat value was believed to be correct. The patient was not adversely affected. The ca reagent lot number was 208643, with an expiration date of 03/31/2018. The field service engineer determined that the sample probe was contaminated. The customer washed the sample probe and reaction parts, then repeated calibration and controls for ca. Calibration and controls were run and were successful. Precision studies were performed.